Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report numbers 1627487-2013-20391, 20392 and 20389. The patient has two leads, all possible lots are reported. It was reported coverage could not be obtained on the right side of the leg during reprogramming. The program settings were all normal except one contact 2 which showed low impedance. The patient was sent for x-rays. Follow-up revealed the leads have migrated. No fractures are suspected. The next course of action will be addressed at a future appointment.